Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock broke during insertion. Another ar-2324bcc biocomposite swivelock was opened, and the case was completed. This issue occurred during an arthroscopic lhb fixation procedure on (B)(6) 2024. However, the surgeon was unaware that the ar-2324bcc biocomposite swivelock had broken in the patient until (B)(6) 2025, when the patient underwent preoperative testing for another surgery on the other side of the body. During the other surgery in (B)(6) 2025, the surgeon removed the broken piece from the broken ar-2324bcc biocomposite swivelock. At this point, it is unknown which of the two ar-2324bcc biocomposite swivelock used in the (B)(6) 2024 surgery was the one that broke during insertion. Additional information requested on 3/27/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received: exact date for the (B)(6) 2025 surgery? Detailed information was not available. What was the ¿other side of the body¿ surgery? Detailed information was not available. Did the ¿other side of the body¿ surgery have any arthrex implants involved? Did any issues occur with that surgery? No adverse event and arthrex product was reported with that surgery. Were both ar-2324bcc removed? Only the first product was removed. The second product was used without any problems. However, it was not possible to determine from the records which batch of product had the problem. Was the (B)(6) surgery (both sides of the patient) completed successfully? Yes, any other issues that the patient experienced during or after the (B)(6) surgery? No.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc biocomposite swivelock® c, 4.75 mm x 19.1 mm, batch 15206432, was received for evaluation. Visual inspection: the screw was fractured at the distal end. Threads were damaged, likely due to implantation and explantation processes. Only the anchor was received for evaluation. Most likely causes of the reported failure: improper bone preparation. Misaligned insertion. Prying or leveraging the device during insertion. Complaint allegation: confirmed. Refer to the investigation photos.